Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available, it will be reported on a supplemental report. Manufacturing documents of the hoffman ii ankle kit was reviewed. No deviation from the specifications were found. All items were manufactured according to the drawing and the materials were within the specification. Therefore, a failure due to manufacturing or material issues can be excluded. It can not be excluded that a deviation from op-tech might have occurred and incorrect pin placement might took place. It is clearly stated in the op-tech that the nerve region should be handled with extra care: take care not to damage soft tissue, particularly the posterior tibial artery or tibial nerve? [Original statement], complaints from all hoffmann kits were reviewed. No similar complaints were found. Due to the above mentioned reasons, the complaint issue cannot be determined as device related. Therefore, it is considered as a single incident.

Event description:
On (B)(6) 2010, the patient underwent surgery with sterile ankle kit. The patient felt numbness in the foot. It was found that the pin was inserted to calcaneal bone penetrated through tibial nerve. The surgeon removed the external fixator on (B)(6) 2010. The surgeon immediately sutured the tibial nerve, and the surgery was completed.